Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise. The lead was explanted along with another atrial lead that was capped on (B)(6) 2000 for an unknown reason. The patient was stable and asymptomatic.